Event description:
It was reported that a revision surgery was performed due to stiffness. The insert was changed.

Manufacturer narrative:
The associated legion ps high flexion insert was not returned for evaluation. A clinical evaluation noted that no relevant information has been provided to conduct a thorough medical investigation. The impact to the patient beyond the revision and expected post-operative convalescence period cannot be determined. Therefore, no further clinical/medical assessment is warranted at this time. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing or product specifications for the listed batch did not reveal abnormalities that could have contributed to the reported issue. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.